Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd solomed¿ needle plunger broke during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample provided by the customer were evaluated and it is possible observe plunger activated however the packaging was opened in a way that could led to the premature plunger activation. Was performed the plunger activation force test at batch release and no deviation were observed for the complaint batch. Thus it is not possible confirm the defect of this complaint was related of bd process.

Event description:
It was reported that bd solomed¿ needle plunger broke during use. No serious injury or medical intervention was reported.